Event description:
Kodak medical image and info library device contains software bug that can under specific circumstances, present images labelled with an incorrect name. The device is now disabled pending further investigation and correction by kodak personnel.